Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3008139, medical device expiration date: 07/31/2014, device manufacture date: 01/08/2013. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported the bd microtainer® map microtube for automated process k2 edta 1.0 mg were clotting, no report of medical interventions or serious injury.